Event description:
It was reported that the lead safety switch of the pacemaker was triggered due to persistent right ventricular (rv) pace impedance greater than 2,000 ohms. The measurements were trending in the 2,600 ohms range. Technical services recommended further evaluation and confirmed that the auto lead detect on the implanted device did not trigger due to the persistent high impedance. The rv lead remains in service and no adverse patient effects were reported.